Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal tip was not returned. The distal plug has been deployed so that its tip is just outside of the tube. The proximal body anchor is still in place. A functional evaluation showed that the black deployment knob will move the distal plug forward and back. The orange deployment knob will move the proximal body anchor forward and back. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation, as the anchor was not returned for evaluation. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force during manipulation of the sutures. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a rotator cuff repair procedure, the healicoil knotless eyelet was broken when passing suture through the eyelet. The procedure was successfully completed using a back-up device, it is unknown if there was a surgical delay due to the reported event. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).